Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at below rated burst pressure for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.